Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar placement into the patient¿s abdomen on a laparoscopic hernia repair, the cannula broke. The pieces of the trocar shaft fell into the patient¿s cavity and were retrieved laparoscopically using graspers. Another trocar was used to complete the case. There was no patient injury.